Event description:
The initial reporter stated they received discrepant results for one patient sample tested with na (sodium) on a cobas 6000 c501 module. The sample initially resulted in a na value of 196 mmol/l mmol/l and repeated as 143 mmol/l on a second cobas c501 analyzer. No questionable result was reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer checked the instrument and found defective waste tubing of the rinse unit. He exchanged the rinse tube assy and confirmed that the instrument is running back within specification. The investigation determined the service actions performed resolved the issue.